Event description:
Customer stated, " the moment she plugged it in [the cord] started sparking and flamed, about 5 inches above the pad. Customer stated they were laying on the pad in bed." Customer did not claim injury. Product was not returned. No product was returned for investigation. The customer stated that they misused the product by laying on the pad. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".